Manufacturer narrative:
Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: (B)(6) 2012, (B)(4), implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2019 regarding a patient receiving hydromorphone (10.0mg/ml at 1.778mg/day) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the patient was to undergo magnetic resonance imaging on (B)(6) 2019. The patient's nurse thought the medication might be crystalizing in the "lead," but the healthcare provider (hcp) thought it was the thoracic. The patient reportedly fell twice last week (relative to the date of report) and it was affecting their left leg, and now their left foot was getting numb. The patient thought something was pressing on something else. The situation was being addressed by the hcp. No further complications were reported or anticipated.